Event description:
It was reported that a user of the ilet experienced episodes of low glucose and contacted support after being advised by a trainer, leading to scheduling of additional training. Investigation included training history. Further investigation of this case revealed the cause of hypoglycemia was unclear with no device malfunction identified. Symptoms included a little shaky associated with hypoglycemia. Outcomes included user support and training. It was concluded that the event was user-related with inadequate training addressed through arranged additional training and education. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.